Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 453 mg/dl, 263 mg/dl and 100 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter and test strips have been returned and investigated. Performed visual inspection on returned meter and strips no issues were observed. Meter powered on with button depression and insertion of cal bar and strips. Control solution testing were performed and results were satisfactory. The reported complaint was not observed. Returned meter functions normal therefore, issue is not confirmed. Only one of the reported readings were found in the meter download. This also serves as a correction report. Device available for eval and date returned to mfg was inadvertently omitted from the previous initial report. Type of report, device returned to manufacturer, device evaluated by manufacturer, evaluation codes and addtl mfg narrative was also inadvertently omitted from the initial report. All sections have been updated based on the investigation results. Region state was also incorrectly documented in the initial report. This too has been updated.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 453 mg/dl, 263 mg/dl and 100 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.